Event description:
While using the sample handler during a hepatitis c assay, the barcode scanner assigned several sample ID's from row e to row f without generating an error message. A co field svc engineer was dispatched to verify instrument performance. No death or serious injury was associated with this event.